Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a retractor fixation pin broke in a patient. The hospital did not provide patient or surgical information and it is currently unclear whether the device was retained or retrieved.

Manufacturer narrative:
Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive force applied during use. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a retractor fixation pin broke in a patient. The hospital did not provide patient or surgical information and it is currently unclear whether the device was retained or retrieved.

Manufacturer narrative:
Corrections in d4: lot number, d9, h3, and h6: component code. Additional information in d4: UDI number, h4, and h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is bent. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive force applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a retractor fixation pin broke in a patient. The hospital did not provide patient or surgical information and it is currently unclear whether the device was retained or retrieved.